Event description:
It was reported by service report that the locking mechanism on the cot is not locking in place in the ambulance. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rail support bracket assembly.